Manufacturer narrative:
Since the initial assessment, medtronic has determined that the reported event was related to shipping damage during transport of the system. This issue did not meet the FDA criteria for a reportable event. The reported issue should not have been considered a reportable event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The docking pins, caster mounting plates, and x stage cover were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that during transport the docking pins had come out of their divots. One divot had been broken off and the other one was loose. Also the x-stage cover was damaged adjacent to the divot. There was no patient present.